Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was cracked. It was indicated that medical intervention was required. It was reported that the patient was taken back to the operating room due to the issue.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed that the flange is separated from the tube and it was noticed damage on the flange(the lug pin is missing) which would have been detected immediately in the manufacturing process since that defect is extremely obvious. A dimensional test was performed to the outer cannula holes and flange lug pin and all the readings are within according to specification. If information is provided in the future, a supplemental report will be issued.